Event description:
The pt reported that over the last month the piston rod on his insulin infusion device is not running as smoothly as it used to. He stated the piston rod does not always respond fully during the change. The cartridge process and it is making a slight grinding sound when it returns. He stated he has gotten some small amounts of insulin in the cartridge compartment when he overfilled the insulin cartridge. He stated he dried the insulin out. The pt stated he has switched to his backup pump. The proper process to change the cartridge was reviewed with the pt. The pt did not report blood glucose concerns related to this issue. The pt did not require assistance from a healthcare professional or second party to address the issue. The product was replaced and requested to be returned for eval.